Event description:
Patient called lfs and alleged that the meter was reading inaccurately low. They reported two results of 63 and 58 mg/dl. They stated that they were comparing the results to normal readings/feelings. They called their physician for advice and the physician increased the patient's glucophage 500 mg from two pills a day to four pills a day. The following day the patient discovered that the meter was set to the incorrect unit of measurement. The physician told the patient to go back to two pills a day. The patient stated that they did not experience any symptoms, except feeling a little nervous. The patient stated that they did not enter the set up mode. The meter is being replaced for the patient.